Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pacemaker exhibited an end of service alert. Further investigation revealed that this alert was false, as the patient had undergone an open heart valve surgery at that time and the device had been exposed to cautery. The device remained implanted. The patient was reported to be in unstable condition due to factors not related to the pacemaker system.